Manufacturer narrative:
Retainer ring = black. Device received with critical pump error (open book image) after battery insertion. The crest software was utilized and the history download was downloaded using thus software with both being successful. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The history download was successful using thus software. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. Unable to verify failed battery test alarms due to critical pump error, however there were multiple failed battery alarms present in the history download on 06/24/2021. Pump error 53 alarmed 3 times and triggered (pump error 53 is triggered when insulin pump attempts to reinitialize/establish communication to the rf chip. The first attempt to initialize/establish communication encountered an error due an unstable power to the rf chip.) The critical pump error. Pump error 53 was found on 06/24/2021 06:30:45.000, 06/24/2021 06:31:58.000, 06/24/2021 06:32:25.000 critical pump error and pump error 53 due to software error. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Moisture damage on motor assembly, moisture electronic board stack and corrosion on force sensor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received open book image and red x on the insulin pump screen. Customer stated that insulin pump had battery failed and when they changed the battery they received the pump error alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.